Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm (alarm 30) occurred. There was no reported impact to blood glucose. Reportedly, the pump was replaced.